Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. The physician confirmed were no adverse patient effects following the implant of this expired device. If additional information is received, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that this tricuspid annuloplasty ring was implanted 3 days after its use by date. The physician was unaware that the device had expired prior to implant. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.